Manufacturer narrative:
A ge service rep performed an onsite investigation. The joystick software was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported that the joystick was not working and the system was down. The joystick is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of patient injury.